Manufacturer narrative:
In this report, section box d: suspect medical device (operator of the device, operator of device - other), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged black filter. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
In previous report additional narrative was not captured and it is captured in this report. The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged black filter. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and identified that the device doesn't reproduced complaint. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. In this report in box g date received by mfg and report type has been updated in this report. In box h device problem code grid has been corrected in this report.